Manufacturer narrative:
The device has not been requested for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 600 mg/dl with moderate ketones, abdominal pain, extreme drowsiness, nausea, and chest pain. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported, the pump¿s basal rate settings were recently changed by the patient¿s healthcare provider. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was determined the patient¿s failure to bolus and miscounting of carbohydrates contributed to the alleged hyperglycemia. It was determined during troubleshooting, the bolus type pump setting was incorrectly programmed. This complaint is being reported because, the alleged hyperglycemia was attributed to an alleged pump use error. There was no indication or allegation of a device malfunction.